Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report heart failure, recurrent mitral regurgitation, single leaflet device attachment/slda, and prolonged hospitalization. It was reported that this is a combination mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted prolapse posterior and enlarged atrium. On (B)(6) 2020, two clips were successfully implanted, reducing mr to 1. Then on (B)(6) 2021, the patient was hospitalized for heart failure. A single leaflet device attachment/slda was suspected but not yet confirmed. The patient was treated with medication for the heart failure. During hospitalization, a transthoracic echocardiogram (tte) confirmed that the first clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr grade increased 1-2. The patient did not show any exacerbation. Additional treatment was not given, and the patient was currently under observation. On (B)(6) 2021, the heart failure condition was stable, and the patient discharged from the hospital. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported single leaflet device attachment/slda. The recurrent mitral regurgitation (mr) and heart failure appear to due to the procedural conditions of the slda. Mr and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and medication required were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.